Event description:
The inomax machine, which delivers nitric, had a nitric sensor cell failure. Nitric was still being delivered through the machine, but it was alarming and unable to display the amount of nitric being delivered. Respiratory therapy technicians determined there was no cell failure. Needed to re-calibrate device.